Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filled when add'l details become available.

Event description:
It was reported that the 8800 system had an intermittent generator error message during a case. The 8800 system was rebooted and the procedure was completed without incident. No pt injury was reported.